Event description:
Overdelivery reported by abbott intl affiliate (abbott uruguay). The report states: "pump was programmed for a 24 hr flow, but it finished in 20 hrs. Complainant does not know quantity infused." The solution being infused was not specified, however the report indicates concomitant medications of etoposide, carmustine and cyclophosphamide. The report indicates: "no side effects have been reported." No add'l info was available.